Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for regular follow up in (B)(6) 2020. Device interrogation showed right atrial lead exhibited failure to capture and failure to sense. X-ray was ordered and upon review showed the right atrial lead was dislodged. Patient was scheduled for atrial lead replacement, but was unsuccessful due to patient physiology. The original atrial lead was explanted and the device was reprogrammed appropriately. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported events of loss of capture and loss of sensing were not confirmed. Analysis was normal. No anomalies were found.